Manufacturer narrative:
Follow-up # 1 date of submission 12/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: during visual inspection of the pump, it was observed that there was a leak in the display lens. A leak test was performed and failed due to the display lens leak. The pump powered up with the returned battery cap and there was no evidence of moisture contamination inside the battery compartment. The pump was opened and there was moisture damage observed on the printed circuit board (pcb), on the transceiver/ cgm (continuous glucose monitoring board) and on the motor circuit. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.